Event description:
The balloon catheter was very difficult to insert. The pt had vert tortuous vessels. Once the catheter was past the diaphram, it could not be advanced further. The balloon was manually inflated and visualized under fluoroscopy. The tip of the catheter could not be visualized on cxr. After 12 hours of pumping, the pump console alarmed kinked catheter, and fine blood particles were noted in the extracorporal tubing indicative of a leak. The balloon catheter was removed with difficulty - the physician had to use force to remove. Powdered blood was noted in the balloon portion of the catheter. Once cleared by risk management, the balloon will be sent to arrow. Dates of use: 12.5 hours, (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: cardiogenic shock.